Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. The patient was unable to disconnect from the cycler. The patient needed to cut the line to disconnect. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6, and h11: h11: the amia patient adapter was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.